Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was ¿defective¿ which was identified during implantation. No information was provided regarding how the lens was defective. It was noted that there was no patient involvement and that the patient¿s daily activities were still able to be performed. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a. If implanted, give date: not applicable, as there was no patient involvement. Section d6b. If explanted, give date: not applicable, as there was no patient involvement. Section h3: device evaluation anticipated, but not yet begun. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 19, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the cartridge was damaged and broken, consistent with being cut in an attempt to retrieve the lens. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected, and no further issues were identified. No lens was received for evaluation. No further evaluation was performed. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.